Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump history was incorrect; the pump recorded an empty cartridge the morning of the call and the reporter denied an empty cartridge that morning. The reporter also denied performing three boluses that morning that were recorded in the bolus history. The reporter stated the time and date on the pump were correct. The reporter denied button/keypad issues. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged history issues remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: review of the black box data revealed the time of an empty cartridge alarm was 11:46 am on january 15, 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. All pump activity recorded properly in the pump records. Investigation revealed the pump was operating within required specifications without malfunctions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.